Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. Additional information obtained from the field which indicated that the lead was not getting good thresholds. No additional adverse patient effects were reported.